Event description:
I had lasik eye surgery and I've noticed a very bad reaction in my night vision. I see "halos" and "star bursts" around bright lights and it's very difficult for me to focus and keep my vision crisp or tight. I've noticed this problem getting worse and I only had my surgery less then 2 years ago. I find myself considering getting new glasses just for use at night. I had my surgery at the lasik vision institute.